Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the after the pump replacement procedure in 2007, the patient was overdosed. He went to the ER (emergency room) to resolve it. The situation was resolved with intervention. Additional information was received from a healthcare professional and it was reported that they were not aware of an overdosing experience. The patient was in (B)(6) part of the year and in (B)(6) part of the year. The patient's pump was replaced in 2014 for end of battery life. The pump was delivering morphine (25 mg/ml at 3.5 mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.